Manufacturer narrative:
Concomitant medical products: 5076-45 lead; implanted (B)(6) 2009, 5076-52 lead; implanted (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced sepsis/infection. The entire implantable pulse generator (ipg) system was explanted. Cultures were taken and antibiotics were administered. No further patient complications have been reported as a result of this event.